Event description:
Drug/diluent: fluorouracil; fill volume: 100 ml; flow rate: 2 ml/hr; procedure: unknown; cathplace: unknown. (Summary) the customer reported that the pump was filled with the drug fluorouracil and once it was attached to the pt it began to flow fast. (As reported) the customer reported that the "pump was filled with fu (cytostatics). Once the pump was attached to the pt and the clamp was opened, the fu began to run without any flow control." No medical intervention or serious injury. No adverse event reported. (Note: pt information was not received, despite multiple attempts made without success.)

Manufacturer narrative:
Method: at this time the manufacturer is pending return of the device. The device history record (DHR) is undergoing review. Results: results are pending the return of the device, once received the device will be investigated and evaluated. Conclusions: a follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.